Manufacturer narrative:
A correction and represents an approximation based on data provided to us. Event reported through this MDR has been communicated to us together with the event reported to you through 1020279-2017-00891. (B)(4).

Event description:
It was reported the humeral nail screws backed out. A surgery was performed to remove the backed out screws. The nail remains in the patient.